Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6007942 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 6007942 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code insertion without removing needle guard which led to an adverse event. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 05 samples out 05 samples passed the test. Device history record (DHR) review: the lot 6007942 was manufactured according to the wi version 115 in the line 3, on 13/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jun/2025 against malfunction code insertion without removing needle guard which led to an adverse event and lot 6007942 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient forgot to remove blue needle guard when inserting the infusion set on (B)(6) 2024 which led to adverse event. Patient went to emergency room with high blood glucose (400 mg/dl). The duration of emergency room stay was 13 hours. Patient received intravenous fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. No further information available.